Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
During an in service training being performed by a getinge cardiac assist sales territory manager the cardiosave intra-aortic balloon pump alarmed fiber optic sensor module failure. The iabp was turned off and back on and the alarm was still generated. At the end of the training the customer restarted the iabp twice and the alarm did not appear either time. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Getinge service was not requested by the customer in connection with this event. However, a getinge field service engineer (fse) subsequently visited the event site and completed preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
During an in service training being performed by a getinge cardiac assist sales territory manager the cardiosave intra-aortic balloon pump alarmed fiber optic sensor module failure. The iabp was turned off and back on and the alarm was still generated. At the end of the training the customer restarted the iabp twice and the alarm did not appear either time. There was no patient involvement, and no adverse event was reported.